Manufacturer narrative:
H5 - labeled for single use? Correction. H8 - usage of device: correction. Manufacturer's investigation conclusion: the reported event of loss of power output was confirmed with the returned mobile power unit (serial # (B)(6). Visual inspection revealed a damaged/kinked area on the patient cable assembly. The mobile power unit supplied power to the test system controller until the damaged/kinked area was manipulated and a no external power alarm activated. Electrical measurement of the patient cable assembly confirmed an open circuit condition with three wires, which included the power wire. The damage area was dissected, and visual inspection revealed three wires appear stretched, which included the power wire. An open circuit condition with the underlying wire would result in the loss of power output and no external power alarm. A root cause that led to the damaged/kinked on the patient cable assembly could not be determined. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 8, equipment storage and care, general cleaning guidelines for all equipment. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) lost power and displayed a constant tone power disconnect alarm. The mpu was removed from the site and was pending return for repair. It was confirmed that the mpu had a v-lock connector on the alternating current (ac) power cord, and that there were no other circumstances that would have affected ac power at the time of the event.